Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter called to report that the patient had received a shock from the implantable cardioverter defibrillator (ICD). The physician indicated that the shock was inappropriate as the rhythm was svt. Reprogramming was performed and the ICD remains in use. No further patient complications have been reported as a result of this event.